Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the threads at the base of the sleeve snapped off. This was observed immediately upon opening the tray. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates due to an unknown cause, the threaded tip broke. The material of the inner sleeve was confirmed to be within specification as well as the major diameter of the threads. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing. This complaint is indeterminate from a manufacturing position. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot 6508192 revealed the holding sleeve-long for matrix was manufactured by magnum manufacturing center. Po 1205819, dated 3/7/11, for 21 parts, was inspected to the synthes incoming final inspection sheet number ns035211 revision l on 3/7/11. The product conformed to all requirements. The certificate of compliance is dated 3/4/11. 21 parts were released to the warehouse on 3/7/11. No non conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation is ongoing. (B)(4).